Manufacturer narrative:
(B)(4). Attempts to obtain additional information and for product return has been made. There has been no response at this time. The subject device was not returned for evaluation; therefore, the complaint cannot be confirmed. There is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm pericardial aortic valve was explanted after an implant duration of 3 years, 2 months due to unknown reasons. A 23mm edwards pericardial aortic valve of the same model was implanted in replacement. No other details were provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device and will not be MDR reportable. Based on the available information, the root cause of the event was likely due to patient related factors.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the explant procedure was due to bacterial endocarditis. A 23mm aortic valve was implanted in replacement. Per obtained medical records, the patient was reported to have vasculitis and put on immunosuppressive therapy. He then developed mrsa bacteremia. Intraoperatively, the aortic valve was inspected and the valve appeared to have endocarditis on its underside. There appeared to be an area of abscess around the right coronary noncoronary junction, which was consistent with the patient preop complete heart block. The patient was transported to intensive care unit. The patient was discharged on post-operative day 18.